Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones and the therapy has been programmed off for some time. Field representative did not have any information when the therapy was programmed off. As of this time, this device remains in service. No additional adverse patient effects were reported.